Event description:
It was reported that the caller experienced a discrepancy between the displayed and actual time on the device, which exceeded five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in glucose levels above 500 mg/dl or below 54 mg/dl. The caller was assisted by cts to update the pump time and was advised to monitor the device and follow up if the time discrepancy greater than five minutes recurs, which the caller understood and acknowledged.